Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 20 mg/dl. The customer stated that she recently had a heart attack and she is under a new medication. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.